Manufacturer narrative:
H3- device evaluation: lens returned in a microcentrifuge vial with residue on product. Visual inspection found haptic torn and residue on the lens. Dimensional inspection found the lens to be within specifications. Functional inspections did not meet original values measured at the time of manufacturing. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Corrected data; a2: date of birth in inital MDR is corrected to (B)(6) 2004. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. In a separate visit the lens was explanted, and a new lens of shorter length was implanted. The problem was resolved.

Manufacturer narrative:
H3- device evaluation has not been performed. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).